Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm needle through catheter the emergency team leader reported that during the use of the product, the catheter was damaged, 1 tube was affected, the sample could not be returned, photos can be provided, green claim is required, no complaint reply letter and receipt letter are required.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows that the sample has been used and the needle core has punctured the catheter. 2. DHR review and retained sample analysis are not performed as the lot number is "unknown" for this complaint. 3. According to the experience of previous market visits, it is recommended that: insert the needle at 15°~30°, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle, do not bend the needle, and do not reinsert needle core into catheter. Conclusion(s): the returned photo shows that the needle core has punctured the catheter, and the root cause of this defect cannot be determined as no defective sample is received for relevant testing and the use of the sample is unknown.

Event description:
Customer confirmed that eh needle punctured the catheter.